Manufacturer narrative:
E1: postal code: (B)(6). G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to an ureteroscopy (urs) the user tested an ngage nitinol stone extractor and found it was difficult to open and close. The user proceeded to use the device and found that the ngage nitinol stone extractor was difficult to open and close after the device was in the body. The device was removed and the procedure was completed using a different unspecified ngage device. According to the initial reporter, a section of the device did not remain inside the patient's body, the patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Event description: as reported, prior to an ureteroscopy (urs) the user tested an ngage nitinol stone extractor and found it was difficult to open and close. The user proceeded to use the device and found that the ngage nitinol stone extractor was difficult to open and close after the device was in the body. The device was removed and the procedure was completed using a different unspecified ngage device. According to the initial reporter, a section of the device did not remain inside the patient's body, the patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional testing of the returned device, were conducted during the investigation. One device was returned in a non-cook pouch. The sheath of the device was sealed into the seal of the returned pouch. The yellow support sheath was bent at the handle. The device was returned without the shipping tray and the support sheath damage may have occurred during return shipping. A functional test found the basket was closed and could not be opened. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for the reported lot records one likely related non-conformance for basket/grasper will not open/close, quantity 20 which were scrapped. All devices in the lot were tested for proper functioning during manufacturing and at subsequent quality control checks. All devices that passed the inspections and were not scrapped were found to be within specifications. A lot history search found 8 complaints had been reported for this lot. Based on the investigation of the returned device, and its manufacturing date, the issue was identified as being with the basket assembly, which is a supplied component. A scar (supplier corrective action request) and CAPA (corrective and preventative action) were created to address the issue. The cause for the issue has not yet been determined. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.